Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the longevity estimate on a device was 1.5-2 years to eri while the programmer estimated 8.2-29.8 months. Patient is stable and no adverse consequence as a result of this event. Patient will be seen in 3 months for regular follow up.